Manufacturer narrative:
Concomitant medical proudcts: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-nov-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 5,000 mcg/ml fentanyl at 750 mcg/day and 750 mcg/ml bupivacaine at 112.5 mcg/day. The reason for use was reported to be malignant pain, non-malignant pain, intractable spasticity, cerebral palsy, multiple sclerosis, failed back surgery syndrome, other spasticity, other carcinoma, head/brain injury, other non-malignant pain, rsd/causalgia-complex regional pain syn, spine/back, abdominal/visceral, thoracic, osteoporosis, and joint pain/arthritis. It was reported that there was intraoperative difficulty on (B)(6) 2018. There was a pump revision done today where a pump of another manufacturer was replaced. The doctor was unable to aspirate the existing catheter but the pump connection piece was replaced with an 8578. A back table prime of 0.3 mls was being done on the back table but the new 8578 would not have drug in it. The rep was inquiring how long the patient would go without drug from the 8578 that was not primed. Troubleshooting was performed with the caller, calculating and reviewing pertinent information per the caller's inquires, including the fact that not being able to confirm catheter patency could cause therapy/drug flow issues. The caller will confer with the doctor. There were no symptoms reported. There were no further complications reported/anticipated.